Event description:
It is reported that the surgeon was unable to correctly seat the articular surface into the tibial baseplate. A surface one size smaller was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.